Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this incident, attempts were made to obtain patient weight. Further information was requested but not received.

Event description:
It was reported that ipg reached end of service and patient lost therapy. It is unknown if ipg depleted prematurely. As a result, surgery took place wherein the ipg was explanted and replaced to address the issue.